Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During insertion, the surgeon observed that the haptic had torn. Intervention was performed in order to enlarge the incision and remove damaged lens. Reference MDR #1119279-2010-00077.